Event description:
A healthcare professional reported via a manufacturer representative that the patient developed a hematoma in the implantable neurostimulator (ins) pocket post-operatively and returned to the operating room the same day to have the hematoma successfully evacuated and homeostasis obtained. It was noted that the issue was resolved at the time of the report. The ins was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.